Manufacturer narrative:
The reported issue (it was reported that the water would not be injected into the balloon as the user attempted to inflate the balloon using a syringe during a pretest) was confirmed, as manufacturing related. During visual evaluation no issues were observed for the problem reported in this complaint. Per functional evaluation the catheter balloon was inflated with air and deflated and the air flow felt very slow. Then, the catheter balloon was inflated with 10cc of a mix tap water and blue methylene using a syringe and the water flow was very slow. After, an attempt to deflate the catheter was done using a syringe, however it was difficult to deflate the balloon. The balloon was cut and it was found that the notch was not completely perforated, the flash was added to the shaft. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: ¿recommended inflation capacities. 3cc balloon: use 5cc sterile water. 5cc balloon: use 10cc sterile water. 30cc balloon: use 35cc sterile water. Do not exceed recommended capacities. Visually inspect the product for any imperfections or surface deterioration prior to use." (B)(4).

Event description:
It was reported that the user was unable to infuse the balloon during the pretest.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the user was unable to infused the balloon during the pretest.